Event description:
The service engineer reported the unit was intermittently failing during extended self testing (est). The service engineer reported the unit continued to fail est despite repair attempts. Due to the condition of the unit, the customer declined further service and reported the unit would be taken out of service, no longer for patient use.

Manufacturer narrative:
Device taken out of service; not for patient use.

Manufacturer narrative:
Service in progress; results pending.

Event description:
The customer reported the device alarmed and went vent inop during operation. The customer reported the device was not in use on a patient therefore there was no pt involvement or harm. Review of the device diagnostic log history indicated a previous occurrence of a +24 volt failure and vent inop upon subsequent restart of the ventilator. The service tech reported the vent inop on startup was duplicated during testing. The service tech reported the unit was intermittently failing during extended self-testing. Service and repair is still in progress.